Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was far r oversensing on the atrial channel. This occurred only at high intrinsic rates and caused two auto mode switch (ams) episodes. Far r was falling into the blanking period. Patient was asymptomatic and will continue to be monitored.